Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the fitting receptacle was cracked. Additional malfunctions include the power switch had no alarms.